Event description:
The field application specialist reported the user received questionable calcium results from the integra 400 that were discovered when a doctor questioned the high result for one patient. For patient sample 1, the user reported an initial result of 11.2 mg/dl with a data flag. The patient was redrawn and the result was 9.3 mg/dl. The user then pulled the original patient sample and repeated it with a result of 9.6 mg/dl. Patient sample 2 was from a male patient born on (B)(6) with a weight of (B)(6) on (B)(6) 2010. The initial result was 12.6 mg/dl with a data flag and was reported outside the laboratory. The patient was redrawn and the result was 10.2 mg/dl the user then pulled the original patient sample and repeated it with a result of 10.2 mg/dl. Patient sample 3 was from a male patient born on (B)(6) with a weight of (B)(6) on (B)(6) 2010. The initial result was 11.2 mg/dl and was reported outside the laboratory and the repeat result was 8.8 mg/dl. Patient sample 4 was from a male patient born on (B)(6) with a weight of (B)(6) on (B)(6) 2010. The initial result was 10.9 mg/dl and was reported outside the laboratory. The repeat result was 9.1 mg/dl. The user had not been informed of any adverse effects for the patients. The calcium reagent lot number was 62601901. The field service representative found a damaged probe c. He checked and adjusted the rotor light barrier, performed a workstation accuracy check, performed a check test and replaced probe c. To verify the analyzer operation, he observed proper analyzer function while the user ran calibration and quality control. All the quality control results were within range. He performed a successful check test and precision testing.

Manufacturer narrative:
Internal investigations revealed the presence of precipitate in reagent 2 (r2) of the calcium reagent lot. The root cause for the precipitation is still under investigation. An urgent medical device removal notice was mailed october 13, 2010 to all customers to immediately discontinue use of the calcium reagent lot. Calcium deviations of > 20% above and below the reference range are considered critical. These deviations could lead to non-detection of a pathological status or may lead to unnecessary therapeutic consequences. The erroneous bias caused by this assay lot may cause patient samples with critically high or critically low calcium levels to have results that appear to be in the normal range. These patients may be at high risk for misdiagnosis of pathological conditions associated with abnormal calcium levels. Inaccurately high calcium values may lead to an incorrect diagnosis depending on the blood calcium level. In the worst case, the wrong therapy may be initiated. Suspected hypercalcemia would mean confirming the calcium value quickly, and treatment would occur according to the clinical picture. A patient normally shows obvious symptoms if the calcium value is >12 mg/dl. In the case of inaccurately low values, the calcium value must be interpreted together with other parameters (e.g., magnesium, phosphate, and pth). Unnecessary further examination and blood collection may result.

Event description:
It was reported that excessive friction was encountered with the guide/sheath or micro sheath. Reportedly, the tip of the recanalization catheter detached from the rest of the catheter.